Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device gave off a chemical odor while patient was on it and the heating plate on the humidifier got extremely hot. Patient unplugged the device. When patient plug it back in, the device will no longer power on for him. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. Secondary findings: minor contamination on the exterior and interior of device and its seals of the humidifier. Unable to power on; q3/4 thermal circuit failure burn thru on pca. No errors listed in log of this investigation. Care orchestrator shows 0% patient data. Power supply works with known good device.